Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the needleless connector sprays fluid when used with a port. The blue sponge compresses and then heparin/blood/nacl stays in the hub which is at an increased pressure. Fluid sprayed out with each flush when the customer was administering a heparin lock. There was no report of patient harm.